Event description:
Healthcare professional reported they injected a patient with juvéderm® voluma¿ with lidocaine into the cheeks and about a year and a half later, patient developed preseptal cellulitis. Patient thinks its biofilm. The case is considered resolved and patient was later diagnosed with lupus. Healthcare professional does not believe event is related to the filler.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "lupus", deemed not device related is considered an unexpected adverse drug experience.